Event description:
It was reported that approximately one day post-implant of a bifurcated device (refer to MDR report # 2031527-2013-00030) and a suprarenal aortic extension, the patient expired. Reportedly, the patient tolerated the implant procedure well and was in recovery. However, the physician was called in the next day due to a drop in patient's blood pressure. The physician elected to perform an abdominal incision, but was unable to gain control of bleeding and patient coded.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Manufacturer narrative:
The delivery systems and/or stent grafts were not returned for evaluation. However, operative notes from the index procedure and exploratory laparotomy were reviewed by clinical representative. The device instructions for use indicate: care should be taken in areas of stenosis, intravascular thrombosis or in calcified and/or tortuous vessels. Based on review of available records, the patient had severe bilateral iliac artery stenotic disease which was likely the cause of this event. Per the device history record review, the device was manufactured according to endologix specifications. Based on the review of the event, information available, manufacturing records, and previous complaints, there is no evidence that this complaint is due to a manufacturing issue and there is no indication that the device may have caused or contributed to the event.